Event description:
It was reported that the device battery depleted early. The device was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. This device was included in that field action and returned product testing found the device did not perform as described in the field action. Concomitant products : 5076 implantable pacing lead (B)(6) 2010; 6947 implantable tachy lead (B)(6) 2010. (B)(4).